Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient's pain pump had stopped working. The device manufacturer representative wanted it sent to engineering to determine the problem. The event was noted as a serious injury and the outcome was noted as intervention required. No symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.